Manufacturer narrative:
A manufacturer rep went to the site to test the system. It was found there was a failure during computer boot-up. The system was rebooted multiple times and then was functioning normally. Information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: (B)(4), ubd:, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up this demo system the rep turned it on and the screen displayed error "the system has detected an issue during start up, attempting to re-start." The system did not begin a reboot sequence after about 5 minutes, so a hard reboot was done. It then booted to the same message and rebooted on its own. After one automatic reboot it was able to boot normally and the rep was able to log in. Immediately after logging in the system became unresponsive on the "further together" screen. One more hard reboot was performed and the system then was able to boot normally and the ent software was launched. No patient present.